Event description:
Hcp reported to manufacturer's rep that patient had several episodes of respiratory depression. The patient was admitted to the hospital through ER. The pump was turned off. The follow up physician will assess the patient and the device function.